Manufacturer narrative:
The insulin pump was received with flashing display and constant tone. Problem isolated to electronic board. Unable to verify missing segments/partial display due to display anomaly. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had missing segment/partial display. The customer was assisted with flashing/white/or blank display troubleshooting. The customer¿s blood glucose level was 68mg/dl at the time of the incident. The customer stated that insulin pump's screen was flashing on and off. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.